Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-125mg/dl fasting. Verified test strips expire 05/31/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Reviewed meter memory: 1: 438mg/dl (B)(6) 2015 01:40:00 pm fasting:yes. 2: 266mg/dl (B)(6) 2015 11:09:00 am fasting:yes. 3: 272mg/dl (B)(6) 2015 09:40:00 am fasting:yes. 4: 159mg/dl (B)(6) 2015 01:09:00 pm fasting:yes. 5: 268mg/dl (B)(6) 2015 09:08:00 am fasting:yes. Memory concerns: 438mg/dl. Time and date in the meters memory is incorrect.